Event description:
It was reported that, initial tibial implant had excessive posterior slope. Sixteen degrees of posterior slope and 5 degrees of valgus according to the navigation during the revision surgery.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the surgeon and was not returned to the MFR. Add'l including x-rays and medical records was not made available either. Should add'l info become available, the eval summary will be submitted in a supplemental report.